Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: d5, e2, e3, e4, h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and was unable to find any issues with fiber optic port, tested numerous times and had two other biomedical technicians verify that when inserting the fiber optic cable into port that it went with ease and not difficult. The area where cable is inserted has a rubber seal that may have needed to be exercised to loosen up area. When new or not, used often the port has a tighter feel when inserting cable. Performed functional and safety checks and unit operated as intended, returned to service.

Event description:
It was reported that during a training exercise by sales rep the cardiosave intra aortic balloon pump (iabp) had a fiber optic related malfunction. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (initial reporter, event site email), h6 (medical device ¿ problem code), g2 due to character limitation in block e1: initial reporter: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge sales representative that during training the cardiosave intra-aortic balloon pump (iabp) had fiber optic related malfunction. There was no patient involvement.